Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Health professional reported right side mild "implant palpability" "its not device related, the patient has thin skin". Later reported "rupture". This relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed two openings assessed as fold flaw opening. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Health professional reported right side mild "implant palpability" "its not device related, the patient has thin skin". Later reported "rupture". This relates to the right side. Device was explanted and replaced.